Event description:
In 2009: the user facility reported: during a CT colonography procedure, using a co2 insufflator pump and an administration set with small catheter and retention cuff, a perforation was recognized. The tube was placed in the female pt's rectum, the balloon was inflated, and air was going into the pt's bowel. A perforation was recognized. No other details were provided.

Manufacturer narrative:
On 11/09/2009: bracco contacted the facility to request add'l info and was informed the reporter is unavailable until 11/23/2009. The bracco rep has contacted the facility to request return of the device. It is not yet confirmed whether the device is available. Add'l info is required. Company comments: during a CT colonography procedure, using a co2 insufflator pump and an administration set with small catheter and retention cuff, a perforation was recognized. Due to the lack of info about the medical status of the pt, and the indication for the procedure, the causality of the used device to the event is currently evaluated as unassessable. The case will be re-evaluated when further info is available.